Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The blade is now available for return and was identifiable as a stryker blade by customer paperwork provided. The device is available for return. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
Investigation results indicate that upon evaluation impaction marks are observed on the sides of the blade which would indicate that the blade was in contact with metal during use. Heavy markings are also observed above the full insert line of the mount of the blade. These heavy marks would suggest that the blade was pulled back while in use. This could potentially cause the blade to break.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke where it fits into the handpiece. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.